Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump battery gauge was stagnant and when pressing the pump touchscreen there was no sound. At the time of the report, the sound was working as intended. Customer's blood glucose was 127 mg/dl. Pump data was reviewed and currently, the battery gauge was accurate. Customer acknowledged information.